Event description:
Our rep is reporting that during a shoulder repair a portion of the distal tip of the expressew instrument broke off into the patient's joint space. All was retrieved and the case was concluded successfully without further incident or harm to the patient.

Event description:
Our rep is reporting that during a shoulder repair a portion of the distal tip of the expressew instrument broke off into the patient's joint space. All was retrieved and the case was conssluded successfully without further incident or harm to the patient.

Manufacturer narrative:
The repair facility is reporting that the complaint device was received and evaluated. The failre analysis revealed that the device had damage, broke jaws, whose root cause can be attributed to user technique. The device was repaired, defective components were either replaced or reworked, returning the device to its' intended full functional condition and the instrument was returned to its owner. No further action is required at this time.